Event description:
The customer called to report a motor error alarm. Troubleshooting was done and the insulin pump failed the displacement test. The customer then stated that the insulin pump had recently been exposed to an x-ray machine at the airport. Advised the customer to discontinue using the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.